Event description:
Additional information was received from the rep that the cause of the impedances was not determined, but the surgeon suspected it was due to the battery near end of service (eos).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding an implantable neurostimulator. The rep reported that they replaced an ins today because it was at eos. Rep reports they checked the impedances before the case and all the contacts on the right lead and most of the contacts on the left lead had high impedance. Rep said they did ins replacement and all the contact impedances were good. Rep said there were no known issues before the eos. Patient (pt) had his tremors come back after eos because the ins turned off. Reviewed it is possible the high impedance readings were due to eos low battery not doing accurate impedance reading. Impedance issue resolved with ins replacement and pt is doing well with new ins.